Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump displayed alert 65 for audio not audible after the user performed a reset, indicating a speaker malfunction consistent with a mechanical problem, and the device was replaced while the patient transitioned to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and receipt and inspection of the returned device. Investigation of this case revealed a mechanical problem identified with the speaker system consistent with audio over/under current. It was concluded that the cause was an electrical malfunction of the audio circuit consistent with product performance issue.